Event description:
It was reported there was an insulation tear at the proximal end of the lead. The cause was unknown. The device was explanted. No patient complications have been reported as a result of this event.